Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70 cm.

Event description:
A report was received that the patient was experiencing pain at the ipg and lead incision sites. The physician prescribed a lidocaine cream and the patient was doing better. No further course of action will be taken.

Manufacturer narrative:
Additional information was received that the patient had an allergic reaction from the pellethane, a test material for the lead. The physician administered allergy test and it came back positive. Symptoms were inflammation and redness as reported in MFR report #: 3006630150-2018-01052. It was also reported that the patient had constant swelling, pain in the area of the implant and migraines.

Event description:
A report was received that the patient was experiencing pain at the ipg and lead incision sites. The physician prescribed a lidocaine cream and the patient was doing better. No further course of action will be taken.